Event description:
It was reported that difficulty to recapture occurred. A left atrial appendage (laa) closure procedure was being performed and a 30mm watchman laa closure device and delivery system (wds) were used. After deployment of the closure device into the laa, the device was difficult to be recaptured. This was suspected to be related to damage of the implant anchor. The closure device was removed from the patient and the procedure was completed with another closure device. There were no patient complications reported.

Event description:
It was reported that difficulty to recapture occurred. A left atrial appendage (laa) closure procedure was being performed and a 30mm watchman laa closure device and delivery system (wds) were used. After deployment of the closure device into the laa, the device was difficult to be recaptured. This was suspected to be related to damage of the implant anchor. The closure device was removed from the patient and the procedure was completed with another closure device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a watchman delivery system. Analysis of the implant, core wire, tip, sheath, and hub/valve included microscopic and visual inspection. Inspection revealed a complete separation in the sheath located 7.6cm from the strain relief, core wire damage (twisted/flattened) for 4.1cm, tip damage (flattened/abrasions), additional sheath damage (flattened/abrasions), numerous sheath kinks, and anchor damage. Inspection of the rest of the device found no other damage or defect to the device. The separated ends of the sheath were jagged with stretched and broken braiding/wire. The separated sheath prevented implant recapture testing from being performed. The reported anchor damage was confirmed, although the implant recapture difficulty could not be confirmed as clinical circumstances could not be replicated.